Event description:
Revision surgery - the patient had loosening of the left knee.

Manufacturer narrative:
The reason for this revision surgery was identified as loosening after 6.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the device loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to infection, one due to trauma, one device loosening, and one for incorrect features. This is the first complaint for this lot number. The root cause for the loosening was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.